Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had a moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient reportedly experienced loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.